Event description:
It was reported that this pacemaker exhibited far field oversensing on the atrial channel that resulted in an inappropriate atrial tachy response (atr) episode stored. No adverse patient effects were reported. At this time, this device system remains in service.